Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that her olympus video system center was not powering up during preparation for diagnostic procedure. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Event description:
Additional information was received confirming that this occurred during procedure room preparation. The intended procedure was diagnostic. According to the initial reporter, the equipment locked and was not responding to the power command and therefore not transmitting an image. Reportedly, the staff had to use another processor to perform the procedure. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being submitted to capture additional information received from the initial reporter. Should further information be provided, another supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, a faulty video board (dp board, cm board) was confirmed. Thus, it was determined to be the cause of the phenomena of ¿the power does not turn on¿ and ¿no image¿. No further information was obtained, and the cause of the faulty board could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.